Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53.

Event description:
The customer reports that one patient sample generated an initial architect qual ii hbsag assay result of 0.81 s/co on an architect i1000sr analyzer. As per the lab's protocol, any result greater than 0.6 s/co is retested. The sample retested reactive at 8.41 s/co. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
The initial result of (B)(6) was generated on (B)(6) 2015. The sample was retested the following day with results of (B)(6). A new sample was tested on (B)(6) 2015 ((B)(6)) and generated negative results of (B)(6). No evidence of confirmatory testing using a neutralizing assay was provided by the customer. The customer now states that the issue is actually with false reactive and not false non-reactive results. The analyzer's sample probe was also replaced as part of the troubleshooting process. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of a one-hundred negative panel member test results obtained during architect (B)(4) qualitative ii in process testing of the bulk material for lot 52444lf00 was performed. All specifications were met and no issues were identified. The architect (B)(4) qual ii assay package insert provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.